Event description:
The complainant stated when lowering the head section, the CPR clip will separate from the head torque cage and the head section will stop running down. When this occurs the head section cannot be lowered electrically or by using the CPR release.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.